Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot m118672 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m118672 and test base part number 190-430 / lot m118672 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118672 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported two (2) false negative results with the ID now covid-19 test. This report represents two (2) of two (2). The customer reported a false negative on a direct nasopharyngeal swab (flocked diagnostics hybrids) with the ID now covid-19. The customer reported the sample was stored refrigerated for three (3) hours prior to testing. Confirmation testing was positive. Method of confirmation, as provided by the customer, was: "(B)(6), molecular roche , hologic and (B)(6) lab develop test no name provided." The customer confirmed no remedial action was taken based on the ID now covid-19 result. The patient was reported as symptomatic (not otherwise specified), however treatment, impact and outcome were unknown. Attempts to obtain further information were not successful. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.